Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number could not be located, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis placed experienced deflation on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Lot number 164081 was provided; however, it could not be located in our database to link to a product code or device name. This information is being reported, as it was the only information made available to mentor. If additional clarification is received in the future, then a supplemental report will be submitted.